Event description:
On (B)(6) 2013, the patient reported that his infusion set occluded during a bolus of 23.5 units of insulin. On (B)(6) 2013, his blood glucose level was 496 mg/dl at 7:32pm. His target range is 80-100 mg/dl. At 8:13pm his blood glucose level was 451 mg/dl. He experienced frequent urination, dry mouth, nausea, and dry heaves. Within an hour of the 8:13pm test, his wife drove him to the hospital; he did not think he would have been able to drive himself to the hospital. He was admitted to the hospital, disconnected from the infusion device and given an IV of saline and insulin. On (B)(6) 2013, the patient began giving himself insulin injections. He was released from the hospital on (B)(6) 2013. The patient had changed the infusion set an hour before the occlusion occurred on (B)(6) 2013. The patient was using an infusion set past its expiration date. The infusion set was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The product had been used over the recommended shelf-life. No sample was received for examination. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. (B)(4): no product was returned.